Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal fusion surgical procedure. It was reported that the tip of the driver broke during use. No patient complications were reported.

Manufacturer narrative:
Additional information - product analysis: visual examination did not identify crack or breakage; deformation of the inner retention feature is noted, which prevents proper retention of the set screw hex. The cause of the deformation is unknown.